Event description:
Cer submitted: laparoscopic left colectomy ¿ ¿ripped before top sealer was applied.¿ medwatch reported: ¿gel seal ripped before application. The seal removed from field, replaced with another product.¿

Manufacturer narrative:
We are responding in receipt of the medwatch report # (B)(4). Investigation summary: the event unit was returned for eval. Upon inspection engineering found a tear and a puncture on the sheath. The tear appeared clean, as if caused by scissors or a sharp instrument. The puncture appears to have been caused by a fingernail. Visual inspection is performed 100% on all gelport and alexis wound retractors during the mfg and assembly process. A review of the mfg records for this lot confirmed that the product passed all mfg and quality inspections. This document represents our initial /final report.